Manufacturer narrative:
Results and conclusion summation: product performance engineering has reviewed the case description. Balloon ruptures can be attributed to, but not limited to, manufacturing, preparation technique, over inflation, interaction with patient anatomy, associative device handling, and/or sheath removal technique. The pt anatomy was moderately calcified, which may have contributed to the rupture. The reported difficulties occurred during the 2nd round of dca cutting; therefore, it appears the damage may be related to circumstances during the procedure, as there were no difficulties during preparation or first dca cutting; however, without the device to examine, a conclusive root cause of the balloon rupture could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device malfunction: balloon rupture. It was reported that a grandslam guide wire was delivered to the lesion. The flexi-cut device was advanced to the lesion. Slight resistance was experienced between the flexi-cut and the lesion. Directional coronary atherectomy (dca) was performed at 30 psi. Dca cutting was to be performed for the second time; however, the pressure did not increase and the device was taken out. The balloon was found ruptured. No additional event or pt info is available.